Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter x 4.0 cm long penetrating atherosclerotic ulcer of the descending thoracic aorta. Vessel morphology was not reported. At some time earlier in the same month as the treatment of the thoracic penetrating atherosclerotic ulcer, the patient was treated with a surgical graft for an abdominal aortic aneurysm. It was reported that the talent thoracic stent graft was implanted successfully for the penetrating atherosclerotic ulcer without issues. Post-operatively on the same day, the physician noticed that the legs of the patient did not move, and subsequently, paraplegia was diagnosed by MRI. A spinal fluid drain was placed immediately after the paraplegia was noticed until the following morning, and medication was also administered; however, the medication was ineffective. The patient is currently undergoing rehabilitation and being monitored for recovery from the paraplegia.

Manufacturer narrative:
Evaluation codes, results: paralysis. Conclusion: cause of paralysis unknown.